Event description:
It was reported that on (B)(6) 2022, the driving cap threads were broken off into drive cap connector during nail insertion. The broken portion could not be removed from connector and drive cap was permanently broken. There was patient involvement. There was no surgery delayed due to the reported event. Also, the procedure was successfully completed. Fragments were generated. There was not any adverse consequence to the patient relevant to this event. This report involves one driving cap/threaded. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: initial reporter is a j&j employee. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that driving cap/threaded was observed with the tip broken. The broken part was received in the evidence provided. A dimensional inspection for the driving cap/threaded was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed s the observed condition of the driving cap/threaded would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues dimensional inspection: n/a. Device history. Part #: 03.010.523-us. Lot #: l800837. Manufacturing site: werk bettlach. Supplier: n/a. Release to warehouse date: 23 may 2018. Expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.